Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer did not open. A field service engineer (fse) arrived onsite during a power outage. After consulting with other technicians, it was determined that frequent outages at the site may be contributing to drawer failures. The station was shut down, after multiple reboots and reseating the pyxibus cable, all drawers were brought back online. The fse also tested the drawers using the test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open when trying to issue a medication the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.